Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down. When the customer powered the iabp back on, the screen flickered and the iabp would not start. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the solenoid pcb (part number 0670-00-0639) and the power on/off cable (part number 0012-00-0834). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).